Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash under the te pads. The patient reported having a known metal sensitivity. There was no alleged device malfunction contributing to the rash. The patient¿s nursing staff treated the rash with benadryl products. Follow up indicated that the rash improved.